Manufacturer narrative:
A ge service rep performed an on site investigation. A new sram card was installed and the dose rates for regular and high level fluoroscopy were checked. The system was tested and operates as intended.

Event description:
The customer reported, the 9600 system displayed a check sum error message and subsequently would not boot up. No pt injury was reported.